Event description:
It was reported that the patient underwent an l4-l5 fusion implanting rhbmp-2/acs with a peek graft and instrumentation. Three days post-op the patient underwent posterolateral fusion. The patient was subsequently diagnosed with "injuries including, but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment, including additional surgery 3 days post-op. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02793 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.